Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, an occlusion alarm occurred. The customer's blood glucose was 200mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.